Manufacturer narrative:
According to the field, the ra lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was difficult to place in atrium due to the patient¿s anatomy and poor threshold measurements. During an attempt to reposition the ra lead, the helix was observed to not retract properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.